Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod for less than an hour it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred and the patient reported being unsure if the cannula was properly seated in the infusion site. The patient removed the pod from the infusion site. The pod will not be returned as it has been discarded.